Event description:
In this case, it was reported via the implant patient registry that a patient underwent an implant of a transcatheter valve (tavr) within the subject valve using a valve-in-valve procedure, after an implant duration of approximately fourteen (14) years. Follow up with the healthcare provider indicates this was due to severe ai, the tavr was successfully performed with no complications noted.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.